Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-33, lot# v806788, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that a power on reset (por) message was seen on the patient programmer (pp) on the notified date when interrogation was performed on the patient¿s implantable neurostimulator (ins) post-operatively. The code was to be cleared later and it remained unresolved at that time. Additional information received two days later reported that the patient¿s battery was checked with the physician programmer. The error message was cleared and a manufacturing representative was able to sync the patient programmer with the battery. There were no patient symptoms reported.